Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2024, the patient stated she experienced signal loss lasting longer than 3 hours. At some point, the patient tested her blood glucose (bg) meter reading, and it was high mg/dl. It was not specified how long the signal loss occurred prior to the patient testing her bg meter reading and going to the hospital. No patient symptoms were reported. Due to the high bg meter reading, the patient went to the emergency room. The patient alleges she was in diabetic ketoacidosis (dka) and was treated with an IV insulin drip while at the hospital. The patient stated her bg meter reading was tested again in the ER, but the patient cannot recall the specific value. The patient was discharged home the following day. The patient was in stable condition at the time of report. Data was provided for investigation. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.